Manufacturer narrative:
Evaluation summary : analysis of the flex arm of product:# 9560524 and lot: # my10m001 revealed that the set screw of the device was loose with an unknown cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding patient who undergone spinal therapy with an unknown indication. It was reported that the wire that fixes the flexible arm has failure, so the fixing was loose. Product came in contact with patient. There is no impact to patient and no patient complication reported as a result of this event. No further information or complication reported.